Event description:
Information was received that the cadd administration set for a pump tubing was leaking at the filter during use. Patient was using chemotherapy and product leaked on his bed and onto his person. No reported adverse effects.